Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was in the 300 mg/dl range. The customer changed the cartridge, infusion tubing and site. The customer lowered the bg level by using the pump. As the occlusion had occurred in the past and the customer had changed the supplies, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.